Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis was unable to confirm the allegation. The lead passed all wire insertion tests in lab testings.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of an attempted implant procedure. The lead would not track over the wire. The device was never in service. No adverse patient effects were reported.